Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure, lens would not push out of cartridge using the lens injector. The procedure was completed on the same day. Additional information has been requested.